Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they had been having nothing but problems. The patient stated that anytime their settings had been adjusted it felt like they were being electrocuted. The patient noted that the last time that it was adjusted they were told not to touch it and the healthcare professional (hcp) had stated that they had removed the program that was bothering the patient. The patient reported that they then spent three days in pain, it was so strong, and was zapping them. The patient noted that they went to turn it down and noticed that it was still on the old program that the hcp had stated that they deleted. The patient then switched back to an old program where it didn¿t zap them, but they still didn¿t have control of their symptoms. The patient noted that their hcp had checked the device but the patient thought that something was wrong with it and wanted a new doctor and rep to interrogate the device. The patient stated that they were not getting any symptom reliefon the program they were on and that it was not hitting the right spot. The patient noted that they kept adjusting stimulation, but nothing improved. The patient reported that they had turned the implantable neurostimulator (ins) off for a week and didn¿t even notice a difference in their symptoms. It was indicated that the change in therapy/symptoms was sudden and the patient was advised to follow up with their hcp. The patient noted that their hcp had told them that they could change their diet or get the device removed, but the patient didn¿t want to because everything was perfect for both of their trials. No further complications were reported or were expected.